Manufacturer narrative:
Additional narrative: patient weight not available for reporting. 510k: this report is for an unknown rod/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Reported as 2005, exact date is not known. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The complaint description has been updated: it was reported that the patient had a t10-s2 posterior fusion with synthes universal spinal system (uss) in 2005. At an unknown point in time, the patient broke the right rod between l5 and s1 and a non-union developed. The left rod is intact. The patient also developed proximal junctional kyphosis above the construct. On (B)(6) 2018 the patient underwent a revision and both rods were removed. The right rod fragments were easily retrieved. The left rod was removed related to non-union at the site. The surgeon replaced several screws between t10 and s1 (the size and what screws were replaced are unknown). In addition, the s2 screws were removed. To treat the proximal junctional kyphosis the surgeon placed new screws at t6-t9 and contoured the new rods and connected them to the screws. Iliac screws were placed and connected to the rods. The procedure was successfully completed. No patient harm was reported. This report is for one (1) unknown uss rod. (B)(4).